Manufacturer narrative:
The MFR's service rep performed an on site investigation and verified the reported problem. However, no conclusion can be drawn as repair info is unavailable. No additional info was provided.

Event description:
The customer reported that the 9600 system booted up to an interlock failure error message. No pt injury was reported.